Manufacturer narrative:
The lead is expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the entire system was replaced. The right atrial (ra) lead was removed due to noise, and the device was replaced for normal battery depletion. The right ventricular (rv) lead was replaced with no allegation against it, however was replaced with an MRI compatible lead. An MRI compatible system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Due to the lead being returned in two portions, the stylet and pressure test were unable to be performed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported allegation of noise, thus the allegation was not able to be confirmed.